Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the patient¿s anatomy was noted to be tortuous. Due to the tortuous anatomy the physician needed to make a few tries to access the cbd with this device to get to the bifurcation. After these attempts it was noticed on the monitor that the working channel of the spyscope ds was protruding from the distal tip. The physician continued to use this device to complete the procedure. Reportedly, there were no other issues noted with this device and no part of the device detached. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "fine."